Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. B7, h6: component, device problem, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging of the patient's anatomy was reviewed. Tortuosity and calcification were present in the patient's access vessels, including concentric calcification in the iliac bifurcation region. Calcified vasculature can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the vessel can act as physical obstacles for sheath insertion/advancement, creating adverse interactions and promoting suboptimal advancement angles. Suboptimal angles can further promote friction between the calcified vessel and sheath shaft, leading to higher push forces. These combined factors could have caused the sheath distal tip to sustain damage by becoming split, as reported. As such, available information suggests that patient factors (calcification) likely contributed to the difficulty introducing the sheath, while patient factors (calcification) and/or procedural factors (high push forces) likely contributed to the sheath distal tip split. In this case, the damaged tip may account for the reported interaction with the patient's vessel closing device (perclose). A split on the distal tip would make it more susceptible towards catching on patient's access vessel during sheath removal. As such, available information suggests that procedural factors (distal tip split) may have contributed to the reported event. In summary, the split distal tip on the sheath and the interaction of the sheath with the sutures, leading to vessel perforation, stent deployment and a clot in the leg could not be confirmed, due to the unavailability of the device or applicable imagery. The available information suggests patient factors (calcification) and/or procedural factors (high push forces and the related distal tip split) may have caused or contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure, after the 26mm sapien 3 ultra valve was implanted successfully, upon removal of the esheath+, the team noticed the tip of the sheath was slightly torn, but still attached. The doctors believe it was torn due to calcium in the patients vessels however, it detached the perclose on the way out. The patient received 4 stents (3 were covered stents). After the stents were deployed, they noticed clot in the leg so they used penumbra to extract it. The patient's distal pulses were present with doppler and the patient was stable.